Manufacturer narrative:
Device passed displacement test. Device was received with no physical damage to the reservoir compartment or loose reservoir retainer noted. The p-cap locks properly into place.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the retainer ring was loosened. The customer¿s blood glucose level was 134 mg/dl at the time of the incident. The insulin pump will not be returned for analysis.